Event description:
Event of sma (author of this report deems this to be superior mesenteric artery) dissection with static vs dynamic occlusion reported from the extend study (B)(4). Patient underwent an open surgical replacement of the aorta with a thoraflex hybrid plexus device on (B)(6) 2025 and an extension procedure on post operative day 10 (on (B)(6) 2025). On post operative day 9 (on (B)(6) 2025), patient (B)(6) had an event of sma dissection with static vs dynamic sma occlusion. Treatment of the event included tevar (thoracic endovascular aortic repair) and ivus (intravascular ultrasound) and medication administration. The event was considered ongoing, unresolved and still treating at the time of this report. The patient continued in the study.

Manufacturer narrative:
Manufacturer narrative: clinical code: 2422 -obstruction / occlusion - sma (superior mesenteric artery) dissection with static vs dynamic sma occlusion reported, event is ongoing. 3160 - dissection - dissection reported. Impact code: 4625- additional surgery - treatment of the event included tevar (thoracic endovascular aortic repair) and ivus (intravascular ultrasound). 4644 - medication required - medication administration. Device problem code: 2993 - adverse event without identified device or use problem - no device failure /deficiency has been reported. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: -thoraflex hybrid sales jan 22 - mar 26 vs thoraflex hybrid aortic dissection events jan 22 - apr 26 gave an occurrence rate of (B)(4) no trend requiring action has been identified. 4111 - communication interview: additional information has been requested to aid this investigation. 3331 - analysis of production records: full batch review performed from base fabric to finished product for device ID- 25009853 will be performed. 4117 - device not returned: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available as investigation is ongoing.